Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that on (B)(6),2011, a CT was performed on the pt, after hi channels were seen at his first programming sessions. The CT revealed the electrode had extruded from his cochlea. Re-implantation surgery was carried out on (B)(6), 2011.